Manufacturer narrative:
H10: the sample was received for evaluation with a cap attached to the connectors inside an opened pouch and was received dry. A visual inspection with the naked eye noted an incomplete weld through the large rounded corner of the cassette. The cassette also had excess sheeting welded into the cassette component. The reported condition of leak was verified as the cassette would leak through the incomplete weld and therefore, did not meet specification. The cause of the condition was related to manufacturing. The excess sheeting welded into the cassette caused the incomplete weld during the sonic welding process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported there was fluid leakage between the spike connector of a homechoice automated pd set with cassette and a solution bag. This was noticed before initiating peritoneal dialysis therapy. There was no patient involvement. No additional information is available.